Event description:
The customer reported approximately thirty (30) milliliters of clear fluid leaked from under the instrument and onto the counter during system startup involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control protocol in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered tubing vl14c had a hole where it was pinched. The fse replaced all pinch tubing. The fse noted the fluid involved was isotone and reagents involved with line vl14c are diluent or clenz cleaning solution, at shutdown cycle. The instrument conformed to the manufacturer's published performance specifications. (B)(4).